Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple alarms during load process .the customer's blood glucose (bg) was 283 mg/dl. A manual injection was administered to address the high bg. The customer reported that manual injections would continue to be used for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Effect to patient (high bg) cannot be confirmed through a log review or duplication testing. Based on the analysis, the alleged alarms (cartridge alarm 19) were verified and a different issue was identified. (B)(4).

Event description:
It was reported that the customer received multiple alarms (cartridge alarm 19) during the load process. The customer's blood glucose (bg) was 283 mg/dl. The customer reported that bg level was elevated prior to receiving the alarm and that the cause of the elevated bg level was unknown. A manual injection was administered to address the bg levels. The customer reported that manual injections would be used for alternate insulin therapy.